Manufacturer narrative:
The top housing was observed to be cracked. The timing and cause of this damage could not be determined. There is no indication this damage had any affect on the functionality of the device. The soft cannula was not observed to be bent, kinked or otherwise damaged. Download data showed no timeouts or drive stalls and no alarms were generated.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 460 mg/dl, while wearing the pod longer than 48 hours. The patient reported cannula being bent when it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod.